Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. The patient had recently had open heart surgery. The lead was explanted and replaced. The patient was well post-procedure.

Manufacturer narrative:
.